Event description:
The event occurred in USA during treatment. It was reported that the hls set was connected to the patient and the when the rpms were being increased a ¿gargling sound¿ was heard. The flow dropped. Air was suspected by the customer which states that they tried to remove the air but were not successful. The customer reported that a white triangle at the top of the hls outlet side was observed. The hls set was replaced and support was successfully initiated with the second hls set. Per customer the arterial air alarm did not sound and there was no pump stop. The patient was cannulated with a protek duo cannula. No harm to any person has been reported. As the flow stopped and the device was exchanged during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is 1904743.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the hls set was connected to the patient and the when the rpms were being increased a ¿gargling sound¿ was heard. The flow dropped. Air was suspected by the customer which states that they tried to remove the air but were not successful. The customer reported that a white triangle at the top of the hls outlet side was observed. The hls set was replaced and support was successfully initiated with the second hls set. Per customer the arterial air alarm did not sound and there was no pump stop. The patient was cannulated with a protek duo cannula. No harm to any person has been reported. New information was received on 2024-10-21 that the air in the system was only suspected. The customer got never any air from the circuit. There were no issues during the priming process, the failure only occurred once the blood hit the oxygenator. The triangle was visible after the blood was in the oxygenator and would not saturate. The cannulas were not exchanged. As the flow stopped and the device was replaced during treatment, a report is required. The affected product was investigated by the getinge laboratory on 2025-03-28 with following conclusion: the failure could not be confirmed. During testing the system could be de-aired and the flow was constant. There was no product malfunction. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubblesensor triggers a pump stop. The production records of the affected product were reviewed on 2025-03-28. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "air in product and no flow" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.